Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and both ICD and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The device will not be returned.